Event description:
It was reported on (B)(6) 2016 that the patient's device showed high impedance. The patient is said to be located at a nursing home and it is unclear if there was any specific cause. There was no indication of the patient's generator being disabled. There are no known adverse issues at this time or causes of the impedance. It was noted that the vns device was interrogated on (B)(6) 2016 and a high impedance warning message was seen for >10,000 ohms. The patient does state that she is not able to feel the device running like it had been in the past but every now and then she has a weird sensation that there is a change in her voice. The patient was referred for replacement of the vns due to the high impedance but has not occurred to date.

Event description:
On 07/22/2016 an implant card was received for a full replacement for the patient on (B)(6) 2016 due to high impedance. The explanted devices were discarded after surgery and are therefore unavailable for return and analysis.

Event description:
The explanted devices were not discarded as they were received for analysis on 10/25/2016. Product analysis on the lead was completed and approved on 11/11/2016. Note that the electrodes were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned portion of the coil, it appeared to be broken approximately 6mm from the electrode bifurcation. Extensive pitting with mechanical damage, which prevented identification of the coil fracture type, was observed. Pitting and residual material were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified product analysis for the generator was completed and approved on 11/14/2016. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.